Event description:
Home patient reports leak from cassette of homechoice set in prime of automated peritoneal dialysis treatment. Home patient was not connected at this time & discontinued treatment with set up. Per home pt, there was no injury and no medical intervention.